Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was seen in the emergency room after experiencing anti-tachycardia pacing (atp) and shock therapy for what was determined to be supraventricular tachycardia (svt). Shock therapy was exhausted. The patient has been having reoccurring episodes of slow ventricular tachycardia (vt) and svt. The patient was also reported to have had ablations for vt. The local field representative attempted to review electrograms from stored non-sustained vt episodes but they had been overwritten. The patient was enrolled with boston scientific's home monitoring system. The device remains in service. There were no adverse patient effects reported.